Event description:
It was reported the pt had lost over 100 lbs and was unable to communicate with the ipg using the charging system. A new antenna for the charging system was sent to the pt. Follow up identified the antenna did not resolve the issue. It was reported the pt had to press down with force on the antenna to charge the ipg. In addition, an x-ray was performed and the ipg had not flipped over. The next course of action was undetermined.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.